Event description:
It was reported that the patient's right ventricular lead exhibited failure to capture and high r-wave amplitudes. During the lead revision procedure, the stylet could not be advanced into the lead and the helix could not be retracted. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture, high r-wave amplitudes, helix mechanism issue, and stylet could not be advanced. The reported events of failure to capture, high r-wave amplitudes were not confirmed. The reported events of stylet could not be advanced and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece for analysis. A stylet could not be fully inserted into the lead due to excessive blood found inside the connector pin. The cause of stylet could not be advanced was isolated to the connector pin being clogged with blood. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages. Electrical testing did not find any indication of conductor fractures or internal shorts.